Manufacturer narrative:
Correction section b5: event description was updated appropriately. Icm is a diagnostic tool and measures inappropriate tachycardic episode.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos) and far field p-wave over-sensing resulting in inappropriate tachycardic episode diagnostics. Programming changes were discussed, no intervention was reported. No patient condition or further information was reported.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos) and far field p-wave over-sensing resulting in inappropriate tachycardic episodes. Programming changes were recommended. No patient symptoms or intervention was reported.